Event description:
It was reported that the cot was being loaded on the ambulance when it started to drop. Reportedly, the emt attempted to stop the cot from lowering. It was reported that the emt was injured and needed to undergo surgery. There was no patient injury.

Manufacturer narrative:
Investigation underway.